Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported via merlin.net that the device indicated an alert for pacemaker mediated tachycardia. The rep reviewed the at to af burden and observed a discrepancy. Tech svs discussed diagnostic anomalies. A device image will be collected when the pt next comes into clinic.